Event description:
It was observed during the device inspection, that the subject device exhibited faulty power unit/switch and failed to power on when power switch at front was pushed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, power of the device cannot be turned on occurred due to failure of the power switch. Olympus will continue to monitor field performance for this device.